Manufacturer narrative:
No details were provided from the remote service engineer (rse), and field service engineer (fse) regarding the evaluation of the device. During follow up with the key market (km), it was reported that the hospital's internal oxygen system was re-adjusted to resolve the issue. It was then reported that the device was returned to use without requiring any replacement parts.

Manufacturer narrative:
Institution and reporter number: (B)(6).

Event description:
While in use the device had intermittent alert that there is no oxygen supply. No reports of patient or user harm/injury. Investigation is ongoing.